Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
On (B)(6) 2014, the end user reportedly developed a small open area to the left of her stoma, under the skin barrier. The end user indicated she experienced bleeding during barrier changes. Additional information was provided by the end user on 09/03/2015. According to the end user, the affected area remains open, superficially, but appears to be healing. The end user was seen in a local wound center by nurse and physician. A biopsy was done (B)(6) 2015 and the she was issued a prescription for silver nitrate. The end user was instructed to apply the silver nitrate at the wound center. Details regarding the patient's biopsy results were not available.